Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant results between 2 primary tubes (tube 1 and tube 2) drawn at the same time for 1 patient tested for elecsys insulin (insulin) on a cobas e 411 immunoassay analyzer. Both tubes were collected 30 minutes after taking 75 g of glucose. The insulin result from tube 2 was 321.2 uu/ml. This result was reported outside of the laboratory. On (B)(6) 2018 tube 2 was repeated and the result was 250.1 uu/ml. Based on this difference, the customer tested the sample from tube 1 and got a result of 156.9 uu/ml. The customer thinks the result of 156.9 uu/ml is correct. There was no allegation that an adverse event occurred. The insulin reagent lot number was 26970201 with an expiration date of 26-feb-2019. The field application specialist (fas) repeated tube 1 twice with results of 151.4 uu/ml and 151.5 uu/ml.

Manufacturer narrative:
The customer stated the insulin tests were run on a cobas 6000 e 601 module and not an e411 analyzer. The unique identifier (UDI)# was updated: (B)(4). The customer stored the samples between (B)(6) 2018 at 2-8°c and did not freeze them. Per product labeling, samples are stable for only 24 hours at 2-8°c. Calibration signals were lower than the expected ranges. Qc results were well within the specified ranges.

Manufacturer narrative:
During a review of the alarm trace, no relevant alarms were identified around the time of the event. Patient sample material was not available for further investigation. A general reagent issue can be excluded as qc results were within specification. The investigation was unable to find a definitive root cause.